Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone and recommended to upgrade to 10.4, the graphical user interface (gui) display. Covidien was not authorized to service the device.